Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly, the surgeon was unable to insert the screw because the tip of the screw appeared to be incorrect. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Currently there is no additional information regarding the lot number.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing evaluation found that one screw was provided with the subtask associated with this complaint. It is whole and intact. The part number identified in the "part number" portion of this complaint specifies a vs208.028 which is a locking screw, 2.4mm self-tapping, with a stardrive recess, 28mm long. The screw provided is, indeed, a member of that screw family, but is actually 18mm long. Accordingly, it would be a vs208.018. This screw has not been threaded all the way to the tip and does not conform to specification.